Manufacturer narrative:
Service was dispatched and the field service engineer (fse) replaced the hand latch interlock assembly, which had failed. Repetitive attempts at opening the centrifuge door while the door latch was engaged caused to latch handle to ultimately bend and become inoperable. Recurring customer training and signage had previously been applied to the device to attempt to reduce this use error. The instrument involved in this event is not classified as a medical device by the food & drug administration. However, the interlock assembly involved with this event is utilized on the following beckman coulter inc. Medical devices: j6-mi centrifuge product number (B)(4). J6-mi centrifuge product number(B)(4). J6-mi centrifuge product number (B)(4). J6-mi centrifuge product number (B)(4). J6-mi centrifuge product number (B)(4). J6-mi centrifuge product number (B)(4). These devices possess product classifications of jqc, centrifuges (micro, ultra, refrigerated) for clinical use and are 510k class I exempt devices.

Event description:
The customer reported that they were able to open the door of a j2-hs encore centrifuge while the rotor was still spinning. There was no personnel contact with the rotor. There were no deaths or serious injuries associated with this event. No one required medical treatment.